Manufacturer narrative:
Product analysis: (B)(4); sn: (B)(6): evaluation determined overheating. The device was tested and the temperature readings observed were 113.18 f. The likely cause of the failure could not be determined. Product analysis (B)(4): evaluation determined overheating. The device was tested and the temperature readings observed were 113.58 f. The likely cause of the failure could not be determined. Product analysis: (B)(4): no abnormalities observed during device evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e a815, serial/lot#: (B)(6), UDI#: (B)(4); product ID: mr8-as10, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during spinal decompression procedure, after few minutes of operation the device was slightly overheating. It was also reported that this is the first time use of the product and the drill had been used for a long time due to hard bones there was no health damage to the patient and procedure delay due to the event and the procedure was completed using the reported product.